Event description:
It was reported that they were trying to initiate therapy using arctic sun device but were getting alert 02 (low flow). Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage, pump hours were 5528, system hours were 6456. Had nurse stop therapy, empty pads, and disconnect pads. Placed device in manual mode, with only the fluid delivery line (fdl) attached, flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 74 percentage. Connected left thigh pad, flow rate (fr) was 2.1lpm, inlet pressure (ip) was -4.6psi. Moved left thigh pad to another valve set, flow rate (fr) was 0.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 45 percentage. Connected left chest pad, nurse mistakenly attached it to the first valve set location they connected the left thigh pad to at first. 0.1lpm, -0.7psi. Moved to the other valve set on that side of the fluid delivery line (fdl), flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 68 percentage. Connected right thigh pad, 2.4lpm, -7.3psi, circulation pump command (cpc) was 84 percentage. Connected right chest pad, flow rate (fr) was 2.9lpm, inlet pressure (ip) was -7.2psi, 96 percentage. Placed device in automatic mode and disabled manual mode, flow rate (fr) was 3lpm. Asked nurse to mark the valve set that seems to be damaged so nurses did not use that. Send device to biomed after use for inspection and repair, if needed.

Manufacturer narrative:
The reported issue was inconclusive. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be the water flow rate is inadequate to transfer optimal energy due to air leaks. However, there was insufficient information to confirm this potential root cause. The instructions-for-use under baw28-000770-00 rev. 9 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy using arctic sun device but were getting alert 02 (low flow). Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage, pump hours were 5528, system hours were 6456. Had nurse stop therapy, empty pads, and disconnect pads. Placed device in manual mode, with only the fluid delivery line (fdl) attached, flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 74 percentage. Connected left thigh pad, flow rate (fr) was 2.1lpm, inlet pressure (ip) was -4.6psi. Moved left thigh pad to another valve set, flow rate (fr) was 0.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 45 percentage. Connected left chest pad, nurse mistakenly attached it to the first valve set location they connected the left thigh pad to at first. 0.1lpm, -0.7psi. Moved to the other valve set on that side of the fluid delivery line (fdl), flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 68 percentage. Connected right thigh pad, 2.4lpm, -7.3psi, circulation pump command (cpc) was 84 percentage. Connected right chest pad, flow rate (fr) was 2.9lpm, inlet pressure (ip) was -7.2psi, 96 percentage. Placed device in automatic mode and disabled manual mode, flow rate (fr) was 3lpm. Asked nurse to mark the valve set that seems to be damaged so nurses did not use that. Send device to biomed after use for inspection and repair, if needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.